Manufacturer narrative:
Investigation at the manufacturer site confirmed the reported issue. The connection cable between flow meter (air) and the processor board of the gas blender was found to be loose. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that s5 gas blender system showed an error message after the procedure. There was no patient involvement.